Event description:
The pt's family member contacted lifescan alleging that the pt's one touch ultra meter would not power on. The medical affairs specialist spoke with the family member. Last week, the pt's doctor increased their insulin dose of humalin 20/30 insulin to 20 units each am and 34 units each evening. Their dose had previously been 18 units each am and 30 units each evening. The family member said that pt thought the pt's meter had not been working for a couple days. On wednesday, pt was feeling lightheaded, was seeing spots, and was unable to walk. Pt could not obtain a result on the reported meter. Pt ate a spoonful of peanut butter and jelly and called their family member, who is a nurse. Their family member took pt to the doctor; a result of 35 mg/dl was obtained a on the doctor's meter. Pt was treated with glucose at the doctor's office and released when their blood glucose level was 84 mg/dl. Following the incident, the pt used the family member's meter to test. The pt had been told to hold their insulin dose if pt obtained a result < 100 mg/dl. If the pt had been able to test with the meter, pt might have held an insulin dose and avoided experiencing hypoglycemia. There is an indication that the product contributed to the pt experiencing injury and medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The customer care representative (ccr) verified that the battery was less than 1 year old, was correctly installed, and the battery contacts were in good conditon. The ccr walked the family member through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that produc tmalfuncitoned. The meter, test strips, and control solution were replaced.